Event description:
Caller reported the menu and check buttons on the pump do not work correctly. Caller stated sometimes the buttons do not respond. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.